Event description:
In 2001, the pt was admitted with a history of 2 months of recurrent fevers and was diagnosed with endocarditis of the aortic valve. The pt had moderate thrombocytopenia with pronounced petechiae. Blood cultures were positive for enterococcus. Tee showed a very thickened aortic valve with trace regurgitation. The pt was treated with IV antibiotics and discharged to home with 6 weeks of antibiotic therapy. The next month, tee showed a "likely abscess cavity of the aortic root and a fistula from the aortic root underneath the cavity into the right ventricle" and mild aortic regurgitation. One week later, the pt suddenly expired.